Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, the pacemaker was found in vvi mode, having reached its end of life. The battery impedance had increased from 4.14 kohms last year to 33.3 kohms on (B)(6) 2018, and the magnet rate had dropped from 94 min-1 last year to 75 bpm on (B)(6) 2018.

Event description:
Reportedly, during the follow-up performed on 23 august 2018, the pacemaker was found in vvi mode, having reached its end of life. The battery impedance had increased from 4.14 kohms last year to 33.3 kohms on (B)(6) 2018, and the magnet rate had dropped from 94 min-1 last year to 75 bpm on (B)(6) 2018.

Manufacturer narrative:
Implantation date was added and report source was updated. Please refer to the attached analysis report.